Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and cracked and bleeding lcd glass noted during testing. (B)(4).

Event description:
The customer reported via phone call that the screen was all black and was pushed in on one side. The customer's blood glucose was unknown at the time of incident. The customer stated that he fell on the pump and got damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.